Manufacturer narrative:
A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On 10-aug-2020, the mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2020, the investigation on the suspected medical device was completed. Investigation summary: during visual evaluation of the device, an anomaly was observed on the anterior view, consistent with a crease/fold. Leak testing was performed in accordance with mentor procedures, and no leak sites were detected. After a thorough analysis, the mentor failure analysis lab was unable to confirm the reported event. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer's reference number:(B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: rupture. (B)(4).

Event description:
It was reported that a (B)(6)-year-old female patient underwent a revision breast augmentation with two 325 cc mentor memorygel breast implant prostheses and experienced postoperative bilateral rupture. Ultrasonography performed on (B)(6) 2020 indicated the bilateral rupture. As a result, the patient underwent bilateral removal and replacement with mentor memorygel breast implants (unspecified size) on (B)(6) 2020. The sides of the implants were not reported. If additional information is received in the future, a supplemental report will be submitted. This report is for one of the reported prostheses.